Event description:
It was reported that there was a patient death. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) days post procedure, the patient was admitted to the hospital with chest pain. A mild effusion was discovered. The physician did not perform any pericardiocentesis for this patient as the effusion was not severe enough for that treatment. Within two days of being admitted to the hospital the patient went into cardiac arrest and did not recover. The patient died.